Event description:
The surgeon reported the phaco handpiece stopped working during surgery with a system message displayed. The surgeon attempted to troubleshoot by tightening the tip, re-tuning, changing the handpiece connector, exchanging the phaco handpiece and tip, and rebooting the system. The system was switched out to complete the case. The case was delayed 1.5 to 2 hours. The surgeon injected viscoelastic and patched the eye while waiting for the system to be exchanged. The surgeon noted corneal clouding and post operative corneal edema. The corneal edema is in remission.

Manufacturer narrative:
The company service representative examined the system and replaced the controller pcb. The part and a dvd of the surgery have been received and in house evaluation is in progress. Investigation including root cause is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4). (B) (4).